Manufacturer narrative:
The device has not yet been evaluated to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the pa was cleaning the jaws on the vaso view hemopro. A replacement device was used to complete the procedure. The hosp did not report any pt effects.